Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns device was showing communication loss for the wireless telemetry devices it was monitoring. The hardwired bsm devices also monitored at this cns were not affected. Nk tech support assisted customer in performing the troubleshooting steps. It was observed that in the network closet, the network switch did not have power. It was caused by the ups (uninterruptible power supply) was experiencing a power failure. The ups was powering the network switch. The issue was resolved when customer restarted the ups and restored power to the system. Customer stated the ups was hospital owned and operated. Customer did not provide details on the ups. Investigation summary: through troubleshooting, the root cause of the communication loss was due to hospitals power issue. Specifically, the ups powering the network switch experienced a battery failure. Customer resolved the issue by rebooting their ups to restore power. The issue has not re-occurred. No CAPA is required at this time. The following fields are not applicable (na) to this report: additional model information: d11 & c2 concomitant medical devices: the cns initially shut down due to a ups failure. The following devices wer used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: the following device was used in conjunction with the cns and was the device that experienced the failure: ups model: ni, s/n: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni. The following devices were used in conjunction with the cns, but did not experience failure: 5 transmitters model: ni, s/n: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni. Orgs: model: org-9110a, s/n: (B)(6), approximate age of the device: 55 months, device manufacturer date: 03/18/2015, unique identifier (UDI) #: (B)(4). Model: org-9110a, s/n: (B)(6), approximate age of the device: 55 months, device manufacturer date: 03/18/2015, unique identifier (UDI) #: (B)(4). Model: org-9110a, s/n: (B)(6), approximate age of the device: 55 months, device manufacturer date: 03/18/2015, unique identifier (UDI) #: (B)(4). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) in the ICU department showed communication loss for 5 telemetry transmitters.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) in the ICU department showed communication loss for 5 telemetry transmitters. This cns was also monitoring hardwired bedside monitors (bsm), which had not been affected. Nihon kohden's technical services (nk ts) reviewed the network documents and noted that the first floor idf closet contained 3 multiple patient receiver (org) devices. Nk ts advised them to check for power issues. The customer found that the 24-port allied telesys switch and the org's did not have power to them. Nk ts traced this issue back to the uninterrupted power supply (ups), which had experienced a battery failure and was not sustaining power to the connected devices. The customer was able to restart the ups and successfully restore power to the systems. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices: the cns initially shut down due to a ups failure. The following devices wer used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: the following device was used in conjunction with the cns and was the device that experienced the failure: ups: model: ni, s/n: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni. The following devices were used in conjunction with the cns, but did not experience failure: 5 transmitters: model: ni, s/n: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni. Orgs: model: org-9110a, s/n: (B)(4), approximate age of the device: 55 months, device manufacturer date: 03/18/2015, unique identifier (UDI) #: (B)(4). Model: org-9110a, s/n: (B)(4), approximate age of the device: 55 months, device manufacturer date: 03/18/2015, unique identifier (UDI) #: (B)(4). Model: org-9110a, s/n: (B)(4), approximate age of the device: 55 months, device manufacturer date: 03/18/2015, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the central nurse's station (cns) in the ICU department showed communication loss for 5 telemetry transmitters.